Event description:
It was reported by repair work order that the head section was unable to retract. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.